Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive act button due to corroded keypad trace. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error spontaneously. The customer's blood glucose was 4.9 mmol/l. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.